Manufacturer narrative:
No handpiece curved tip was returned for occlusion. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A sample was not returned and no lot information was provided for a lot record review, therefore, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A scrub technician reported that during a cortex removal, the tip became occluded. The surgeon attempted to aspirate the material, and even after attempting to "let go of the material", the tip would "regurgitate" and hold on to the cortex. The tip had to be replaced to complete the procedure. No harm to the patient was reported. She did state that this was a single use tip and had not been reprocessed or reused.